Event description:
It was reported that the pump's battery compartment henge was broken, and the device was alarming cassette properly attached. Per reporter, the device needs a software upgrade to version 1.6, and the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and no disposable alarm tests were performed. A worn downstream occlusion (dso) seal was found. The customer's problem of cassette not attached was not replicated. The dso seal was however replaced.